Event description:
Info received indicates the head section will not go up using electrical or manual controls.

Manufacturer narrative:
The tech isolated the issue to the head up solenoid valve. He replaced the valve to repair the bed.